Event description:
According to the reporting, this elderly male was undergoing a percutaneous transluminal coronary angioplasty (ptca) for stenting of the left main and left anterior descending (lad) artery. Patient previously had coronary artery bypass graft (CABG) x3, following standard insertion of the nc trek rx balloon into the left main artery during inflation of the balloon at 19 atm for 43 seconds the balloon was noted to rupture. The device was removed without incident and inspected. The balloon was deemed to be intact by the physician and the cath lab staff. The balloon was bagged and tagged and retained by the hospital. Manufacturer response for coronary dilatation catheter, nc trek coronary dilatation catheter (per site reporter). Left voice message for manufacturer's rep to discuss incident and make arrangements to return.